Event description:
It was reported that during a laparoscopic cholecystectomy, the first device lot# f4p76r fired one clip successfully. After the second firing, an unsecured clip was noticed, there was a gap in the clip. After attempting to clip again, the jaws locked into the tissue, would not release, and had to be cut from the tissue. It was noticed that funny crunching sounds were coming from the device. On the second device lot# f4p76r when the surgeon attempted to fire the device there were malformed clips that were stuck outside and inside the jaws of the device. Crunching sounds were noted with this device and it would not fire properly. A third device was opened to continue the case. The surgeon attempted to dry fire device three lot#f4pe8n. This device would not release a cip. The fourth device lot # f4pe8n was opened to continue the case. The fourth device produced clips that were not secure on tissue and a gap in the clips were noticed. This device produced malformed clips in the shape of 'j'. Crunching sounds were noticed and clips were lodged in the inner jaws. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Date sent: 10/16/2009. Information anticipated, but unavailable at this time.